Event description:
Information was later received from the patient indicating that a poor communication screen was seen on the personal therapy manager (ptm). The patient stated that she is having to use her ptm remote to get a bolus of medication and its not wanting to give her the bolus button. When asked to describe the screen on the ptm, the patient described the man and also another screen showing a picture of a battery with refill date screen. The patient last changed the aaa batteries in (B)(6) 2015 and the aaa battery status showed less than half full. The patient did not have any aaa batteries to change during the call. The patient was not using an antenna and had never used one. Reportedly the ptm was working fine up until (B)(6) 2015 before surgery and since the surgery. Troubleshooting attempts were made; the patient placed the ptm over the pump and attempted communication, patient was asked not to move ptm from pump sit e until a beep is heard. The patient was then walked through on how to get therapy information with the ptm, the patient stated that she heard it beeping and then stopped, when patient checked the screen, a poor communication screen was noted. The patient was asked to reposition the ptm and try again and patient was able to communicate with ptm. The issue was noted to have been resolved. The patient had other factors that could be a contributor; swelling in the pump pocket area from a reposition surgery on (B)(6) 2015 that had not reduced. It was reviewed that prior to the surgery, the patient's pump was at an angle and this was the reason for the surgery. The patient was told that she may have to reposition since she has variables that can be a contributor to poor communication. The patient indicated that the health care professional had a hard time accessing the pump port, (also reported as; the last couple of times beginning (B)(6) 2013, the health care professional had a hard time finding the port in the pump to take medication out during refills), the patient was also not able to use her personal therapy manager very well and it was determined via fluoroscopy that the pump was at an angle. A reposition surgery was performed on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_refillneedle, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), (B)(6) implanted: 2013, product type: catheter. (B)(4).

Event description:
The doctor reportedly had a hard time accessing the pump. They used ultrasound to fill the pump, and it was found that the pump was at more of an angle than before. The last few times they went in to have their pump filed, their managing healthcare provider told them that the pump had turned, and they had to poke it a few times before they were able to successfully get the medicine into their pump. A consumer reported they have having problems with giving themselves a bolus, and they were seeing the communication unsuccessful screen on their personal therapy manager (ptm) for several days. Because the pump was at an angle, they had been having more difficulty with getting a bolus with their ptm. The patient stated they really needed a bolus and could not get one. The patient tried obtaining a bolus on (B)(6) 2015, and they were able to bolus successfully. They also received a bolus denial when they tried again a few minutes later. The patient was to have surgery on (B)(6) 2015 to move the pump to a different location so that it was "straight up" for easier access. The patient was receiving intrathecal dilaudid (hydromorphone) therapy. Dose and concentration were not provided. The cause of the pump movement was requested in addition to any troubleshooting that was performed in relation to the pump movement. The patient was indicated for the following uses: non-malignant pain and complex regional pain syndrome, type 1.